Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported premature battery depletion was confirmed in the laboratory. Based upon all available parameter and usage information, a longevity calculation was performed. The estimated longevity of the device was found to be below the normal limits. A high current drain source was found during bench testing. It is believed that the battery voltage depletion would have been seen at implant, as the device showed a battery voltage of 3.01v. The rf module was inspected. No anomalies were found.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.